Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the user identified failure of the product to contain blood due to a damaged needle shaft. The following information was provided by the initial reporter. The customer stated: I am reaching out to you as we had an issue with one of our needles in lot 1228933 exp 08/31/2026. The needle shaft had 3 small holes in it causing blood to leak out of it as we were in the process of drawing.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the user identified failure of the product to contain blood due to a damaged needle shaft. The following information was provided by the initial reporter. The customer stated: I am reaching out to you as we had an issue with one of our needles in lot 1228933 exp 08/31/2026. The needle shaft had 3 small holes in it causing blood to leak out of it as we were in the process of drawing.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for hole in the cannula was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination under 10x magnification and the issue of hole in the cannula was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hole in the cannula. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.